Event description:
It was reported that the patient had a loss of therapeutic effect following a fall. Stimulation was working prior to the fall, which was a couple of days ago, but the patient could not communicate with the device using the patient programmer since the fall. She believed that the device was still on, but at a low setting. The patient last used the programmer successfully on (B)(6) 2012 (prior to the fall). It was also reported that the patient had trouble with the remote prior to the fall, but that was in regards to turning the remote on/off. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7495-25, serial# (B)(4), implanted: (B)(6) 2001. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2001. Product type: programmer, patient: product ID 3887-33, lot# j0114122v, implanted: (B)(6) 2001. Product type: lead: product ID 3487a-33, lot# j0118222v, implanted: (B)(6) 2001. Product type: lead. (B)(4).